Event description:
It was reported the patient had passed away on (B)(6) 2014. It was noted that vns did not contribute to the death, but the cause of death was not known by the physician. A sudep evaluation was performed which found the death was due to possible sudep. A battery life calculation (blc) for m102 sn (B)(4) (implanted (B)(6) 2002) was performed on. The programming history database (phd) contained information from (B)(6) 2002 through (B)(6) 2008 (adjusted dates). Based on the information provided, and the parameters/diagnostic history found in the vns therapy programming history database, the patient¿s device would have been depleted sometime around late 2011 and early 2012 as it was found that the generator had approximately 2.7 years remaining until neos = yes (near end of service) on (B)(6) 2008. Since it was reported the patient had passed away in 2014, it appears the generator would have been depleted for over a year prior to the patient¿s death. The diagnostics remained stable at dcdc = 0, and no anomalies were noted. The programming history database was reviewed. The database contained programming history from (B)(6) 2002 through (B)(6) 2008. No anomalies were noted. The patient was last programmed to 1.75/30/500/30/1.8/2/500/60 on (B)(6) 2006. The only system diagnostic was run on (B)(6) 2008, which showed the diagnostics were within normal limits and the device was performing as intended.